Event description:
It was reported that during implant the guide wire could not be moved through the lead lumen. The guidewire was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): distal conductor blood/fluid obstruction; full lead was returned and analyzed. Blood in/on helix mechanism. The lead was damaged at implant. The blood in the distal conductor most likely entered through the is-1 pin, no inner insulation breach was observed.